Manufacturer narrative:
Initial report was filed inadvertently. The reported information indicates the alleged device deficiency was observed during testing, and there is no evidence to reasonably suggest the device would cause or contribute to a death or serious injury if the malfunction were to recur. The event reported under MDR 3012307300-2018-09069 was determined to be not reportable and no further reports will be filed using this file number.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer "blows fuses". No adverse effects were reported.